Event description:
Additional information received indicated that the patient's insertable cardiac monitor (icm) was interrogated to resolve the issue.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. The patient had no consequences.